Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, vaginal vault prolapse, and a left ovarian cyst. The patient underwent the concurrent procedures of an abdominal sacral colpopexy, cystoscopy, and bilateral salpingo-oophorectomy during mesh implantation. It was reported that following insertion the patient experienced recurrence, bleeding, dyspareunia, urinary/bowel problems, and neuromuscular problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.